Manufacturer narrative:
Device requested for return but was not available.

Event description:
The customer complained of questionable high inr results for 1 patient tested on a coaguchek xs professional meter serial number (B)(4) compared to the dade innovin laboratory method. The results from the meter were 5.2 inr and 5.3 inr. The laboratory result was either 3.8 inr or 3.98 inr. Clarification of the result was requested. The specific times the tests were performed were not provided, but it was stated that the results were all within 7 hours of each other. The patient's therapeutic range is 2-3 inr. The patient's warfarin dosage was decreased based on the laboratory result. There was no allegation of an adverse event. The patient does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The patient is not on any new medications, no new illnesses, no changes in diet, and no symptoms of bleeding or bruising. The patient's coumadin dosage was not adjusted based on the meter results. The meter and test strips were requested for investigation. The customer stated that the strips were no longer available for return. Retention test strips (lot 294946) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Clarification was provided and the correct laboratory result was 3.8 inr.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.